Manufacturer narrative:
(B)(4). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6119804. There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Conclusion - the defect of needle retraction failure, as stated in the subject of the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the reported defect.

Event description:
It was reported that the needle did not fully retract, resulting in the potential for a needle stick injury. No injury occurred.